Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: the device related to the reported event rupture was received on april 19, 2024 with lot number 1781485. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported "their patient will be operated on for prosthesis replacement". Later healthcare professional reported "broken device". The device has been explanted. This record relates to the right side.